Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be deployed. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.